Event description:
Healthcare professional reported right side double capsule, nodules, cyst, and ¿seroma drainage¿ in relation to ¿sequelae of infection.¿ the device was explanted and patient experienced bleeding due to capsulectomies and infection attributed to previous device.

Manufacturer narrative:
[Health effect - impact codes]: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Review of sterilization and seal strength records related  did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. The events of infection (unknown onset) and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and seroma

Event description:
Healthcare professional reported right side double capsule, nodules, cyst, and ¿seroma drainage¿ in relation to ¿sequelae of infection.¿ the device was explanted and patient experienced bleeding due to capsulectomies.